Manufacturer narrative:
The microsensor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a cerelink sensor was implanted on (B)(6) 2023. On (B)(6) the pic measured by cerelink sensor started to show values 6mmhg higher than the pressure monitored by dve (16mmhg vs 10mmhg). The following days, the delta increased by 15 mmhg (pic monitored by cerelink sensor was 31mmhg vs pic monitored by dve was 10 mmhg). Due to unrealistic data, they decided to explant the sensor on (B)(6) 2023 and continue to use dve to monitor pic. The monitor used was an icp express.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.